Manufacturer narrative:
(B)(4), d10: cat#6260-9-228 lot #99232607 stryker head, g2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to infection and dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided pictures identified an explanted head and liner. The devices were covered in bio-debris. No further evaluation could be made from the provided pictures. Lot identification is necessary for review of device history records, lot identification was not provided radiographs were provided. Review identified the following: dislocation of the femoral head and possible polyethylene liner. It was identified that zimmer biomet liner was implanted with a competitor device. As per IFU 87-6203-760-99, the liner should not be used with components of any other system or manufacturer, unless authorized by zimmer biomet. It is unknown if these off-label usage may have caused or contributed to the reported events. A definitive root cause cannot be identified. The complaint is confirmed. Dislocation is confirmed based on x-ray finding. Infection could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.